Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after running for approximately 1 hour and 15 minutes the device would shut itself off. It was additionally noted that no "low battery" indicator was observed. It was also noted that when the device is "open" the problem does recur and the device again shuts itself off. The device is to be returned for service. There was no patient involvement.